Event description:
It was reported that the patient was experiencing a shocking/jolting sensation. Electrode and therapy impedance testing was done, no issues were found. There was intermittent tingling down the patient¿s right arm but it had not happened every day. The patient noticed an occasional shock sensation down the right arm. The patient was going to keep a log of events for the future. The patient had not had this sensation until after the battery change on (B)(6) 2014. It was unknown when the first time that this had occurred was. It was noted that this was an initial patient visit. The patient was alive with no injury. There was also a burning sensation down the right arm. No outcome or intervention was reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387s-40, lot# v802373, implanted: (B)(6) 2012, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v688050, implanted: (B)(6) 2011, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).